Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through the history log. Eval found a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during testing. It was also reported there was no pt involvement.